Event description:
It was reported that they evaluated the patient's dbs yesterday and it was showing that some of the leads had high impedance values. Caller stated they wanted to see if it would be safe to do an MRI brain to further evaluate for the change in patient's symptoms. Agent reviewed MRI guidelines with the caller. When asked for the event date, caller stated that it was prior to yesterday. Caller also stated that the patient was found down at a nursing center with altered mental status and rigidity and is now being evaluated by an on-call neurosurgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.